Event description:
It was reported that the customer was paralyzed and out of supplies. Customer's blood glucose level was 400 mg/dl. Customer's mother stated that he is using shots to treat his blood glucose levels because he is out of supplies. Customer is only on fast acting insulin and has been out of supplies since last night. Customer's blood glucose level was high due to running of out supplies. Customer's mother mentioned that the last set was pulled out yesterday. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.